Event description:
Healthcare professional reported a lap-band tubing leak first noticed during an initial consultation via fluoroscopy. The device remains implanted however explant surgery is currently scheduled.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery was not occurred, so allergan has not received the device nor performed analysis at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper I. Device labeling addresses the possible of leakage from the band, the port or the connector tubing."